Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and a non-conformance was found, however, this serial number was not affected. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 12 persistently. They stated that the patient had a delay of "a few hours" but they did not specify the actual length of the delay or if the patient was able to supplement their feeding, just that the delay occurred while the patient was sleeping. Mmd did follow up with the initial reporter and they reported that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. (B)(4).